Event description:
The customer reported that the insulin gauge on their pump displayed a different amount than expected, with a fill estimate discrepancy of over 30 units. There was no adverse impact to the customer's blood glucose level. The customer continued using the same cartridge, and the reading eventually corrected itself. Technical support advised them to call back if future issues with fill estimates arise, and the customer acknowledged this guidance.